Manufacturer narrative:
The device passed all functional and performance testing and was returned to the customer for use. Root cause of the reported issue was unable to be established.

Event description:
A customer contacted physio control to report that their device would no longer print the ECG and the patients would not be saved. Upon initial evaluating physio control observed that the device has logged an event code that might be indicative of a device lockup. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was not able to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would no longer print the ECG and the patients would not be saved. Upon initial evaluating physio control observed that the device has logged an event code that might be indicative of a device lockup. There was no patient use associated with the reported event.